Event description:
Eval revealed a misaligned display screen and dislodged force sensor pins.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed a misaligned display screen and dislodged force sensor pins. A load cartridge step was performed during eval during which the pump dispensed fluid from the cartridge.